Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned instrument shows it exhibits signs of repeated use (nicked or gouged), a fracture, and the dovetail feature is flared. Device history record was reviewed and no discrepancies were found. It was reported that the surgeon impacted the tasp with a mallet, therefore the root cause is use error as that is against the surgical technique. However, a summary will not be sent to the user as the hospital is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It reported that during a knee arthroplasty a unknown surgeon struck the tibial articular surface provisional with a mallet and was fractured. No additional information is available.